Event description:
Osteotome split down the side.

Manufacturer narrative:
The investigation result shows that the deformations and the breakage of the osteotome was caused by very high bending loads during surgery. Therefore, the investigated failure is attributed to inappropriate user handling. Considering the previous investigation results, there are no indications for any systematic design, material or manufacturing related issue. Based on the statistical eval, no indication was found for any device related issue.